Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that tip of the cutter was found to be broken before cataract surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the needle and inner cutter completely broken off. A wear evaluation was unable to be performed as the inner cutter was unable to be extracted from the needle. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was bent. Gouge marks were observed t multiple locations along the inner cutter. Orange/brown foreign material was observed on the tip of the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe needle was broken off of the probe assembly, which could be perceived as a broken tip. The exact root cause of the broken needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the broken needle and inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).